Event description:
Asr hip resurfacing system (left).

Event description:
The pt was revised to address alval and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Reason for revision: pain, alval. Update: correct product codes (rejected sleeve as confirmed that system revised was resurfacing not xl and corrected cup and head codes); hip revised and system description received 10 aug 2012. Asr hip resurfacing system (left). Update: added surgeon, product type and revision date. Received: april 3rd 2013. Type of hip replacement product: asr xl. Update - updated original surgery date taken from claimsuite dated 20th august 2013 update august 17, 2017 additional information received from (B)(4) as per review of the new information there is no update to the com. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision reason for revision: pain, alval. Update: correct product codes (rejected sleeve as confirmed that system revised was resurfacing not xl and corrected cup and head codes); hip revised and system description received (B)(4) 2012. Asr hip resurfacing system (left) update: added surgeon, product type and revision date. Received: (B)(4) 2013. Type of hip replacement product: asr xl. Update - updated original surgery date taken from claimsuite dated (B)(4) 2013 update (B)(4) 2017 additional information received from (B)(6), as per review of the new information there is no update to the com. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.